Event description:
Fifty-six year old has had penile prosthesis three times, with latest implant in 1990. Unk where implant was placed. Explanted prosthesis identified by surgeon as co device; no other identifying info known. Prosthesis was allegedly returned to MFR following removal.